Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. Evaluation summary: (B)(4): the device was returned and analyzed. The analysis found the battery depletion was normal.

Event description:
It was reported that the device was at elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.